Manufacturer narrative:
Conclusion code: no available code for undetermined or unknown cause. The customer¿s report with the lvp producing an error while in use on a patient was not confirmed. Physical inspection of the device noted no damage or any anomalies. Review of the pump module event logs found no errors. Alaris system maintenance v9.8 ¿patient side occlusion¿ test was utilized to test the patient-side pressure sensor. At the start of testing, asm immediately produces a patient-side occlusion warning and fails the test. After verifying the tubing wasn¿t pinched or otherwise occluded, the ¿patient side occlusion¿ test was attempted twice more; the pump module failed each instance of testing. The proximate cause of the customer¿s report with a channel error (check IV set alarm) is believed to be the result of a faulty patient-side pressure sensor.

Event description:
The customer reported a channel error while in use on a patient.